Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, expected events of abscess and infection at implant site, and the serious, unexpected events of dacryocystitis and cellulitis around the eye were considered possibly related to the treatment. Serious criteria included the need for medical interventions over a ten month period with surgical drainage and multiple courses of antibiotics, steroids and hyaluronidase. The non-serious, expected events of nodule, swelling and induration at implant site, and the non-serious, unexpected event of lacrimation increased were considered possibly related to the treatment. The non-serious, expected event of circumoral rash pustular and the non-serious, unexpected event of nasopharyngitis were considered unrelated to the treatment. The most likely etiology for the implant site reactions was infection, possibly due to biofilm around the product. The lacrimation increase was likely caused by decreased draining due to a blocked lacrimal duct associated with the dacrocystitis. Alternative etiologies for the nasopharyngitis include community-acquired infection; the nasopharyngitis might have also contributed to increased lacrimation. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-mar-2019 by a physician which refers to a (B)(6)-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2018, the patient received treatment with 2 syringes of restylane-l (lot number 15558) to bilateral tear troughs with unknown needle and injection technique. On (B)(6) 2018, 12 days after treatment, the patient experienced small nodule (implant site nodule) under right eye. On (B)(6) 2018, 26 days later, the patient experienced swelling (implant site swelling) under left eye. On the same day, the patient experienced a bioflim (implant site infection) and was treated per the biofilm protocol. On (B)(6) 2018, 47 days later, the patient developed pustules/breaking out around mouth (rash pustular). On (B)(6) 2018, the pustule around mouth was resolved. On (B)(6) 2018, the nodule was fluctuant. On the same day, a culture examination of drainage was performed and showed no growth. On (B)(6) 2018, 91 days later, the patient was referred to ophthalmology and was diagnosed with dacryocystitis (dacryocystitis). On an unknown date in (B)(6) 2018, the patient was referred to infectious disease. On the same day, the patient underwent an MRI investigation and result showed cellulitis (cellulitis). The culture result was negative. On (B)(6) 2018, 153 days later, the patient had a cold (nasopharyngitis), teary eyes (lacrimation increased) and swelling flared again under eyes at injection sites. On (B)(6) 2019, the patient consulted plastic surgeon, drained abscess (implant site abscess). On (B)(6) 2019, one week later, nodule under right eye fluctuant and filled with pus again. On (B)(6) 2019, 321 days later, the patient had hard area (implant site induration) under right eye. Treatment for the adverse events included prednisone taper [prednisone] on (B)(6) 2018 and (B)(6) 2019, hylenex 30 units [hyaluronidase] on (B)(6) 2018, hylenex 55 units on (B)(6) 2018 and (B)(6) 2018, sulfamethoxazole/trimethoprim (800/160) [sulfamethoxazole] from (B)(6) 2018, doxycycline [doxycycline] on (B)(6) 2018, biaxin 250mg [clarithromycin] on unknown dates for 10 days in (B)(6) 2018, topical erythromycin [erythromycin] on (B)(6) 2018 for the circumoral pustular rash, and medrol dose pack [methylprednisolone] from (B)(6) 2019. It was reported as the patient seems to improve on steroids but symptoms recur when steroids discontinued. Outcome at the time of the report: small nodule was not recovered/not resolved. Swelling was not recovered/not resolved. Pustules/abscess was not recovered/not resolved. Breaking out around mouth was recovered/resolved. Hard area was not recovered/not resolved. Bioflim was unknown. Dacryocystitis was unknown. Cellulitis was recovered/resolved. Cold was unknown. Teary eyes was unknown.